Event description:
It was reported that a beta bionics ilet user cracked their ilet a couple days ago and experienced a hyperglycemic event of 401 mg/dl blood glucose (bg). The user corrected with insulin shots and had assistance from her boyfriend out of kindness. She experienced excessive thirst and urination from this event. A replacement ilet was shipped overnight to the user. No further health consequences were reported from this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.